Manufacturer narrative:
A. Bremer et. Al. Vagusnervestimulering hos barn med farmakoresistent epilepsi. Tidsskr nor laegeforen nr.7, 2006; 126: 896-8.

Event description:
It was reported in an article studying the side effects of pts implanted with the vns device, that two pts developed sinsutakykardi after the device was programmed on. This report will capture the first pt that developed sinsutakykardi and MDR 1644487-2010-00125 will capture the second pt. Good faith attempts to obtain additional info from the author of the article including pt and product identifiers, as well as whether or not this event has been reported to the MFR previously have been unsuccessful to date.